Manufacturer narrative:
(B)(4). Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. However, device passed rewind test and displacement test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed high pressure test two times. The customer¿s blood glucose level was 400 mg/dl and 250 mg/dl. The drive support cap was not damaged and also insulin pump was not dropped. The customer was not trusting that the insulin pump was working as designed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date in g4. The correct date is 10(B)(6) 2019.